Manufacturer narrative:
Reported event of peg tube blocked/occluded. Reported event of peg tube torn/split. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, few days before (B)(6) 2015, the peg tube was cracked, leaking, difficult to rinse because it had an occlusion and was swelling "like a balloon." The nurse used tegaderm around the peg tube to stop the leakage. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.